Manufacturer narrative:
Multiple attempts to gather additional information from the initial reporter were unsuccessful. Nevertheless, it's unlikely the reported patient experience is attributable to the device itself.

Event description:
Patient experienced cardiac arrhythmia (afib) after the removal of a cracked catheter.